Manufacturer narrative:
The device was received for evaluation. The report of unstable values was confirmed. Visually, it was detected that the housing was damaged. Besides, the pressure cable connector pins were found pushed in and the cleat was missing. As received, the device was plugged into a known good unit monitor and into the plumsim unit. It was possible to perform the zero waveform and hemodynamic values were obtained. However, after moving the connection between the pressure and the sensor, the values changed while the message was saying , "fault: cable port 1 - pressure waveform not stable" and finally the connection was lost while the message "fault: cable port 1 - pressure sensor" was displayed. Based on further evaluation, the reported issue is related to the damaged pins on the dpt connector that led to unstable values. The connector pin issue is likely related to the handling of the device by the user. No manufacturing related problem could be identified.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this hemosphere pressure cable, random and unstable values were provided (medwatch # (B)(4) ). The same cable had presented the same issue with another patient and different nurse (medwatch # (B)(4) ). No further information could be obtained. There was no allegation of patient injury. The device was available for evaluation.